Manufacturer narrative:
Regarding section of this report, device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Report stated that the surgeon had to enlarge the incision to explant the iol from the patient's eye. Another hoya iol was implanted and the patient's prognosis was reported as good on day of event ((B)(6) 2016) . On the post event follow-up visit - ((B)(6) 2016), the doctor reported patient's condition worsened. Customer reports the malfunction as a "cracked or deformed cartridge tip splitting and lens cracking during iol insertion.

Manufacturer narrative:
Complaint evaluation details from qa (B)(4) - the iol and lens case was only received from the customer. As the injector was not returned, visual inspection was not performed and further information could not be provided. One of the haptics was broken and was not returned. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no. (B)(4) - model-fy-60ad).

Event description:
Report stated that the surgeon had to enlarge the incision to explant the iol from the patient's eye. Another hoya iol was implanted and the patient's prognosis was reported as good on day of event ((B)(6) 2016) . On the post event follow-up visit - ((B)(6) 2016), the doctor reported patient's condition worsened. Customer reports the malfunction as a "cracked or deformed cartridge tip splitting and lens cracking during iol insertion.